Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically error 42, indicating an issue with the device. There was no reported adverse impact to the customer's blood glucose level. The customer expressed a loss of confidence in the pump due to experiencing the same error previously, prompting escalation to supervisors for a pump replacement.